Event description:
Event was reported to caldera medical by an attorney. The patient has suffered painful sexual intercourse, incontinence, and urinary tract infections. No further information has been provided.